Manufacturer narrative:
Initial reporter phone# exceeded character limit (B)(6). Upon receipt at boston scientific's post market laboratory the sheath was first visually inspected, and no abnormalities were observed. Laboratory analysis of the returned faradrive steerable sheath identified a leak from the flush lumen. Microscopic inspection revealed a tear in the flush lumen underneath the handle cap. Based on all the available information, the cause of the reported air visible in the sheath was likely attributed to the device design, as a tear in the flush lumen close to the valve underneath the handle cap of the sheath was identified, creating a leak path.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath was selected for use. The sheath was prepared without abnormalities. During device aspiration, the physician noticed that air bubbles were inside the sheath in the flushing line. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory.

Manufacturer narrative:
Initial reporter phone# exceeded character limit (B)(6).

Event description:
It was reported that during an atrial fibrillation procedure a faradrive steerable sheath was selected for use. The sheath was prepared without abnormalities. During device aspiration, the physician noticed that air bubbles were inside the sheath. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.